Manufacturer narrative:
.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up the device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended. No further information is available.